Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11 (manufacturer narrative) note: an incorrect initial 3500a submission was inadverdantly submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a seriousinjury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is nochange to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
The patient reported: I have noticed that my aligners are making my gums bleed near my top front teeth. It's been about two days, and it hasn't gotten any better. I tried filing the aligners and also using warm water before putting them on. Update (B)(6) 2024: this looks more like a wound or cut on my gums rather than bleeding from not flossing. There is no pain.

Event description:
Customer reported that they received step 1 ref aligners and their gums are getting cut above # 6. No additional information was reported.

Manufacturer narrative:
Since this event resulted in a reportable malfunction, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.